Event description:
The pt reported feeling uncomfortable stimulation while the pt is turned on. An advanced bionics rep performed device evaluation. The problem was not confirmed. The pt has requested his system to be explanted.